Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx1761 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet wire was bent/kinked coming out of the package." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx1761 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet wire was bent/kinked coming out of the package." No other information was provided.

Event description:
It was reported "stylet wire was bent/kinked coming out of the package." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed. One 5fr triple-lumen powerpicc solo was returned for investigation. The catheter was received with the 3cg stylet in the lumen. The catheter tubing had been trimmed at the 38cm depth mark and the stylet extended 8.8 cm beyond the trimmed end of the catheter. The polyimide tubing and core wire were kinked 5.9cm and 2.9cm from the distal tip of the 3cg stylet. The exposed stylet may have been a contributing factor in the reported complaint. Advancing the stylet against resistance can also cause the wire to bend; however, there were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. H3 other text : evaluation findings are in section h.11.